Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. The stent was not returned for analysis. A review of the synergy manufacturing data for the finished goods batch was performed and no anomalies were noted during the production of this batch. A stent protector inner diameter that was returned for analysis was measured and is within specification. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 3.50 x 8 synergy ii drug eluting stent (des) was selected to treat the lesion. However, during preparation, it was noted that the stent was not on the balloon but was found on the stylet after the stylet had been removed from the catheter. It was also noticed that the stent looked elongated and wrapped up. The device was not used and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 3.50 x 8 synergy ii drug eluting stent (des) was selected to treat the lesion. However during preparation, it was noted that the stent was not on the balloon but was found on the stylet after the stylet had been removed from the catheter. It was also noticed that the stent looked elongated and wrapped up. The device was not used and the procedure was completed with a different device. No patient complications were reported.